Event description:
A balloon ruptured on the first inflation during an iliac angioplasty proceudure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has been rec'd, evaluated and retained by this MFR. The engineering eval revealed the shaft under the balloon was bowed and kinked in two locations. Pressure testing revealed a circumferential tear in the balloon located 3.8cm proximal to the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a bowed shaft under the balloon, as well as contact with a sharp external source, scratches on the balloon surface. Follow up also indicated this device was used in a calcified lesion. Co believes these factors contributed to this event and do not attribute it to the device. The diretions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."